Event description:
Additional information states that controller was discarded and not returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file review. The log file spanned approximately 11 hours ((B)(6) 2021 from 00:40 to 11:23 per the timestamp). A transient backup battery fault alarm activated on (B)(6) 2021 at 05:33. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm3 system controller, serial (B)(6) , was not returned for analysis. Per provided information, the controller was exchanged resolving the issue and was discarded. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 26oct2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file submitted for review captured a single backup battery fault on (B)(6) 2021 that appeared to have resolved on its own. Since the battery fault recurred three times it was advised that the patient swap over to the patient¿s backup controller if they were stable to ensure these did not continue to occur. Log file also revealed multiple pulsatility index (pi) events. The patient had no symptoms related to the backup battery issue. The controller was swapped successfully and was to be returned for evaluation. Additional information requested but not provided.